Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves a patient who experienced abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Event description:
It was reported the patient experienced abdominal pain coincident with peritoneal dialysis therapy. The cause of the abdominal pain is unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the abdominal pain event. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered from the abdominal pain event. Additional information is not available. This is report 2 of 4.